Event description:
The physician attempted arteriotomy closure with the perclose a-t (closer ak) device after an interventional procedure. Fluoroscopy was performed to confirm placement in the right common femoral artery. The procedure was reported to continue without difficulty, the needles deployed and the foot was parked without difficulty. The knot was delivered then it was noted the "oozing" developed from the arteriotomy site. The physician "tapped" on the knot but the oozing continued. Manual compression was performed by the nurse who felt "hardness" at the site. A large hematoma (size unknown) had formed. The patient's blood pressure began to decrease from 170 mmhg systolic to 20 mmhg systolic. Levophed was started. An angiogram was performed from the contra lateral approach and a small dissection was noted. The patient was taken to surgery. The surgeon reported that there was a "small arterial tear at the iliac". The artery was repaired (method unknown). The patient recovered from the surgery and was in the intensive care unit awake, alert and oriented.